Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. The device was received and inspected visually and tested for its functionality. Visually, there are no anomalies found on the device. All the parts seem intact and in good working condition. Functionally, the device could not be fully tested due to a blockage in the needle slot. The device was however, clamped on a sample rubber strip and pulled to test the clamp strength and jaw strength. The jaws were able to successfully clamp and hold on to the sample rubber strip with no problem, this reported condition could not be completed. We cannot confirm the reported failure of this device at this point. A possible hypothesis for the reported failure would be during the procedure too much tissue was grabbed between the suture passer putting extra load on the needle to pass through it. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's expressew ii and expressew iii without hook failed during a rotator cuff repair surgical procedure due to the devices misfiring and the jaws were loose when biting down. The case was completed using other like devices. There were no adverse patient consequences. There was a two minute time delay reported. The devices will be returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: unavailable. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were no anomalies or discrepancies in the manufacturing of this lot.